Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atp therapy ineffectively treated episodes of ventricular tachycardia, accelerating the arrhythmia. The patient spontaneously returned to sinus. The physician elected to make changes to the patients drug therapy. Follow-up has been scheduled and the patients condition is good.